Manufacturer narrative:
B3: date of event estimated using first day of aware month. However, it was reported that the fracture occurred in the last two to three years.

Event description:
It was reported that a stent fracture occurred. An eluvia drug-eluting vascular stent system was selected for use. The stent fractured in the superficial femoral artery. The localization was at the level of the adductor canal. No patient complications were reported.